Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. (B)(6). The complete mesh removal surgery was performed by dr. (B)(6) at (B)(6) hospital. (B)(4). The explanted mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid-urethral sling - tensioin-free vaginal tape + vaginal hysterectomy + anterior/posterior repair procedure performed on (B)(6) 2017. As reported by the patient's attorney, the vaginal portion of the implanted mesh was found close to the meatus and was embedded into the vaginal mucosa. The para-urethral course of the mesh was more lateral than expected especially on the right side. The right side of the mesh did not pierce the fascia. On (B)(6) 2017, the patient underwent complete removal of the mesh.